Manufacturer narrative:
Add'l internal identifier number 13233. Code 400=other, heat glass. Investigation summary: customer support checked several instrument parameters including robotics training, precision runs, controls results and maintenance schedules. All robotics, except for the sample probe sample cup bottom training appeared ok. Precision runs on glucose were unremarkable and results were within expected ranges. All control results from the date in question were acceptable and the instrument maintenance appeared to be performed on time. The field service rep checked the syringe seals, cleaned the incubator lenses and found a worn heat glass in the optics system. The heat glass was replaced and the system verified with the customer. A review of the may 1997 trending report containing data from the preceding 12 months was done for the spectrum series ii instruments and no adverse trends, requiring further investigation were noted. Evaluation complete-final report.

Event description:
On or around 6/16/97 a glucose result of 462 was reported and the dr medicated the pt with glyburide orally. Several days later, the glucose test was repeated for a result equal to 42. Another sample was obtained from the pt and tested for a glucose result equal to 44. The original sample was then repeated for a result equal to 129. The pt's current condition is he is ambulatory and has recently finished radiation treatments for cancer. His medications include vasotec, coumadin, and hytrin. Pt is no longer taking diabetes medication.